Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The device had minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call, the customer's insulin pump had alarmed button error. Customer stated the he out and the device was in the truck and when he was home the device was acting up. Customer was attempting to set up the time and change the insulin when the buttons weren't responding. He didn't know the customer blood glucose level. Customer's father didn't recall any significant event which may have caused the device to alarm. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.